Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a type I endoleak using penumbra coil 400s (pc400). During the procedure, the physician successfully placed pc400s in the target vessel using a lantern delivery microcatheter (lantern). While advancing a new pc400, the physician noticed the coil would not fit due to the packaging density of the target vessel and, therefore, the pc400 was retracted. While retracting the pc400, it unintentionally detached at the proximal end of the microcatheter. Therefore, the physician removed the lantern containing the pc400 and safely pulled out the coil. Subsequently, the procedure was completed using new pc400s with the same microcatheter. There was no report of an adverse effect to the patient.